Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 32. Details of surgery: bone overheating and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, fistula, inflammation and numbness. No further patient complications were reported.